Event description:
It was reported by the rep that the (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier malfunctioned during the case. The case was completed with a new instrument and with no pt consequence.